Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their calibrations and quality controls on the day of event occurrence were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist stated that the level sense values for the diluent and sample, dilution well and reagent wedges were valid. The instrument had produced error 12408 (water supply low) on the day of the discordant result. The instrument had also produced error 12505 (reagent temperature high). The hsc specialist concluded that there were no mechanical errors that would cause a potential issue with the igf-1 result. The hsc specialist recommended that a siemens customer service engineer (cse) reviews the cause of error 12505. Upon the hsc specialist's recommendation, the cse visited the customer site and performed a routine check. The cse found that the reagent temperature was stable and the issue has not recurred. The cause of the discordant, falsely elevated igf-1 result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated insulin-like growth factor I (igf-I) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated igf-1 result.